Event description:
During a hemorrhoidectomy according to longo procedure, the anterior rectum wall was attached to the posterior portion. An abdominal stoma had to be performed to allow the rectum wounds to heal. The case was extended and the pt also required hospitalization.